Manufacturer narrative:
Concomitant: dtba1d1 implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained (hr-ns) episodes and lead impedance variation. The rv lead was suspect of a fracture. The lead was extracted and a new lead was implanted. It was further reported that during rv lead extraction, the left ventricular (lv) lead and the right atrial (ra) lead became dislodged. The lv and the ra leads were removed and were not replaced. No patient complications have been reported as a result of this event.